Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to motor error alarms. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error when the customer was doing a set change while filling the tubing. The customer's blood glucose level was 77 mg/dl. While troubleshooting for the motor error alarm the insulin had squirted out during the prime process. Troubleshooting was not completed due to the motor error alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.